Event description:
It was reported that the customer's blood glucose level was 460 mg/dl. The customer corrected her blood glucose level with the insulin pump. In the alarm history a low reservoir, low battery, and low delivery alarms were found. A small bubble was found in the tubing. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.